Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cvts ot (cardiovascular & thoracic surgery operating theater), the intra-aortic balloon (iab) catheter was inserted on (B)(6) 2011. The sheathless insertion of the iab into the pt through the femoral artery went smoothly. X-rays were performed under c arm machine. Five mins after the iab insertion, the intra-aortic balloon pump (iabp) showed leak in iab catheter & rapid loss of helium. The alarms occurred after "repeated trials." Pump strips were not generated. The pt was sick and he needed iabp support. The cvt surgeon decided to change the iab catheter and insert a datascope magnet linear 7.5 fr 40cc iab catheter. After insertion, no error/alarms occurred and the iabp was running smoothly. There was no reported pt death or injury. Medical/surgical intervention was required. There was a ten min delay in iabp therapy. There were no reported pt complications. The pt outcome is listed as the pt recovered very well and stable. Additional info received on (B)(4) 2011 from the ra/qa mgr stated that the pump used was a datascope pump and the perfusionist used the same insertion site.